Event description:
It was reported that the ventilators touchscreen was not responding to the touch near bottom of screen. There was no patient involvement. The service engineer (se) inspected the device and confirmed the reported issue. The se replaced the touchscreen to address the reported issue. The unit was checked overall, run in tested, cleaned, functionally tested, and no further abnormality was found.